Manufacturer narrative:
D10): device returned to manufacturer on 23 feb 2021. H3): device evaluated by manufacturer. H6): method, results and conclusions codes now populated after completion of device evaluation. Device evaluation: the device was evaluated by a cross functional team on 04 mar 2021. There was an obvious kink and breach in the device''s outer covering seen on the device''s tail tube, right at the bifurcate handle. There were no broken fibers seen in this area. No other damage was seen the entire length of the device. There were potentially 1-2 dead fibers at both the distal and proximal ends of the device. It was determined that this failure mode is use related; excessive force was applied to the side of the outer covering of the device, at or near the bifurcate handle. Due to the breach found in the device''s outer covering, this remains a potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation (patient code 3164 was captured in the initial MDR).

Manufacturer narrative:
Patient information unavailable from facility, although requested. Manufacturer is anticipating return of the device for evaluation, but it has not been received at this time.

Event description:
A lead extraction procedure commenced to remove three leads: two right ventricular (rv) and one right atrial (ra) lead, extraction indication unknown. Minimal information is available for this procedure, although additional information has been requested. It was reported that a spectranetics glidelight laser sheath was being used in the procedure. At some point during the procedure, the physician felt as if the device was not working any longer, and it was reported he felt heat in his hand. When the physician looked at the ''cable'' of the device, he saw there were exposed wires. It was reported that all three leads were removed successfully but it is not known what devices were ultimately used for lead removal. Because of the report of exposed wires, this report is being submitted due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation. The physician required no first aid or other intervention; it was reported he simply felt the heat in his hand. The manufacturer is anticipating the return of the device for evaluation but it has not yet been received.